Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent a breast augmentation revision surgery with a left-sided 475cc mentor memorygel breast implant and a right-sided 500cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral ptosis, a rupture of her left prosthesis, and a fibroadenoma in the left breast, which were diagnosed via magnetic resonance imaging. As a result, the patient underwent removal and replacement with a left-sided 560cc mentor memorygel xtra breast implant and a right-sided 595cc mentor memorygel xtra breast implant on (B)(6) 2023. During the explant procedure, the fibroadenoma was removed from the left breast. This report is for the right implant. Refer to manufacturing report number 1645337-2023-01372 for the contralateral event.